Manufacturer narrative:
Xthe actual device was returned for evaluation. Reliability engineering evaluated the device and determined that bearings were worn and corroded which was consistent with creating heat. Therefore, the reported condition was confirmed. The assignable root cause was due to component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery it was observed that the short attachment device was heating up. It was reported that there was no delay to a planned surgical procedure as an identical spare device was available for use. It was reported there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.